Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply a generator that was not delivering power. It was verified that it is indeed the power generator by circuit testing. I informed the customer that the device is no longer under warranty. The device has been taken out of service.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply a generator that was not delivering power. It was verified that it is indeed the power generator by circuit testing. I informed the customer that the device is no longer under warranty. The device has been taken out of service.